Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 52.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that stored episodes of non-sustained rv oversensing were observed via remote transmission. Patient was asymptomatic. Review of the strips revealed ventricular oversensing after atrial paced events. The pacing impedance had been stable but 7 day trend showed a significant increased. The lead was explanted and replaced. Patient was stable following the procedure.